Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the irrigation line was crimped, but priming was successful. The surgeon was unable to get irrigation into the anterior chamber and when aspiration started the anterior chamber partially collapsed. The staff uncrimped the tubing and the procedure was completed. The current status of the patient is "unaffected". Additional information and product sample have been requested.

Manufacturer narrative:
There have been no additional complaints reported against the finish goods lot and the device history record review shows the product was released per specifications. The returned sample was visually inspected, only the clear tubing was returned. The tubing was wrapped lightly with surgical tape which caused various severe kinks and the tubing was knots at both ends. A piece of surgical tape with arrows was found on the tubing. Once the tape was removed a bend in the administration tubing was confirmed. Due to the condition of the sample, we are unable to test the sample. The root cause of the customer's complaint could not be established as the complete sample was not returned. While the customer¿s complaint of kinked tubing was confirmed, the sample was not able to be tested due to the returned damaged product. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as we are not currently seeing an increase of complaints for this issue. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. (B)(4).

Manufacturer narrative:
A product sample was received and it is awaiting evaluation. The manufacturer internal reference number is: (B)(4).